Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire detachment occurred. The 100% stenosed target lesion was located in a fistula located in the patient's arm. The v-14 controlwire was introduced, but was not able to cross the lesion. A rubicon 14 crossing device was then advanced with the v-14 guide wire; however, the rubicon was also unsuccessful in crossing after several attempts and the tip of the v-14 became detached. There was no attempt to remove the wire tip which remained in the occluded fistula at procedure end. The procedure was not completed; the patient will be rescheduled for catheter implantation. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).